Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent an unknown procedure with mentor smooth round high profile 380cc saline breast prostheses and suffered several unexplained systemic symptoms, including fatigue, brain fog, dry skin, premature aging, weight gain, inflammation over entire body, poor sleep quality and insomnia, dry eyes, detached retina symptoms, hypothyroidism symptoms, low libido, difficulty swallowing, vertigo, night sweats, intolerance to cold temperatures, intolerance to certain foods and drinks, severe migraines with vomiting, soreness and tightness in shoulder/back/hips area, constant feeling of dehydrations, numbness and tingling in right arm down to fingertips, pain and burning sensation around implants, depression, and hashimoto¿s symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.